Event description:
The customer reported that "the savene had been reconstituted in a 500ml glass bottle, and was suspended on a drip stand for infusion to the patient. The smartsite add on bag access device was inserted into the bottle, and a baxter gravity set, code mmc9667l was then inserted into the device. The infusion was commenced. Within a few seconds of starting the infusion, the smartsite add on bag access device dropped out of the 500ml bottle, and savene continued to pour out on to the two nurses who had just set up the infusion. The lead chemo nurse managed to stop the free flow by placing her thumb over the hole. The savene had gone onto her face and body in the process. The baxter set remained firmly inserted in the other end of the bag access device." From the reported information, there are no indications of serious injury to the patient or user as a result of this incident. No additional information provided.

Manufacturer narrative:
(B)(4). Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer. The model#/catalog# identified is a carefusion product which is same or similar to a device that is approved for sale domestically. The 510k number provided is for the domestic similar product. Sample involved in this event will not be returned as it was not available. No failure investigation could be performed.